Event description:
Rptr had 2 cypher stents implanted in 2003: left main lad circumflex and anterior descending arteries. Both were 95% occluded with scar tissue. Rptr had to undergo CABG. Stents were left in.